Manufacturer narrative:
Lot number was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Nerve damage [nerve injury]. Neuropathy in feet [neuropathy peripheral]. Zinc toxicity [metal poisoning]. Tingling in upper and lower extremities [paraesthesia]. Spasms in upper and lower extremities [muscle spasms]. Case description: an attorney reported that their adult client, now age (B)(6), used fixodent denture adhesive, version unknown cream concurrently with super poligrip denture adhesive cream, unspecified total daily uses beginning in 1986 to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, nerve damage, neuropathy in feet, zinc toxicity, tingling and spasms in upper and lower extremities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was no recovered/not resolved. No further information was provided.